Event description:
Vessel sealer not working. Called intuitive and we took out all instruments, powered down the robot, and turned off the vessel sealer tower. Both were then restarted and after that, vessel sealer then worked.